Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#:(B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:6060010-002 lot#:abc model description: or cable a returned product analysis indicated that lead sc-2218-50 (B)(4) exhibits normal device characteristics. A review of the manufacturing documentation of the explanted lead sc-2218-50 (B)(4) found that no anomalies or deviations potentially related to the event occurred during manufacturing. Or cable 1- l: the complaint was not confirmed. The devices exhibit normal device characteristics. Or cable 2- r: internal visual inspection confirmed that five contacts springs were not aligned properly creating problems with locking mechanism. This in turn caused high impedance readings for this or cable.

Event description:
A report was received that the trial patient was experiencing loss of stimulation caused by one of the leads exhibiting high impedences. The physician attempted to resolve the high impedences but was not successful. The physician believed that the lead was defective. The patient was receiving adequate therapy with one lead. The patients trial leads were pulled on time and the patient is doing well.

Event description:
A report was received that the trial patient was experiencing loss of stimulation caused by one of the leads exhibiting high impedences. The phyisican attempted to resolve the high impedences but was not successful. The phyisican believed that the lead was defective. The patient was receiving adequate therapy with one lead. The patients trial leads were pulled on time and the patient is doing well.